Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("cramping / labor pains; severe and persistent)"), abdominal pain ("abdominal pain") and genital haemorrhage ("excessive bleeding") in a 30-year-old female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included psychological disorder nos, multigravida and parity 3 (3 live births on ((B)(6) 2005,(B)(6) 2008,(B)(6) 2010)). Previously administered products included for an unreported indication: mirena from 2008 to 2009 and pill from 2005 to 2007. Concurrent conditions included morbid obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced arthralgia ("knees pain"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches / head pain(throbbing right behind eyes)/head pain"), loss of libido ("loss of libido") and pain in extremity ("leg pain (90% of time it was a sharp pain in the knee of left leg.)"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain / back pain (lower back pain sharp stabbing pain)"), peripheral swelling ("leg swelling") and dizziness ("dizziness"). On an unknown date, the patient experienced abdominal distension ("bloating"), weight increased ("weight gain"), mental disorder ("psychiatric and/or psychological condition") and pain ("body aches"). The patient was treated with oral contraceptive nos, testosterone, ibuprofen, ibuprofen (motrin), surgery (hysterectomy), surgery (hysterectomy) and physical therapy (massage therapy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension, back pain, weight increased, mental disorder, arthralgia and pain outcome was unknown and the abdominal pain, genital haemorrhage, headache, loss of libido, peripheral swelling, pain in extremity and dizziness had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dizziness, genital haemorrhage, headache, loss of libido, mental disorder, pain, pain in extremity, pelvic pain, peripheral swelling and weight increased to be related to essure. The reporter commented: she did not sought medical treatment for leg swelling, back pain, dizziness. She did not claim allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Essure confirmation test was not performed. Current weight: 240 lbs. Approximate weight at the time of essure placement: 180 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("cramping / labor pains; severe and persistent)"), abdominal pain ("abdominal pain") and genital haemorrhage ("excessive bleeding") in a 30-year-old female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included psychological disorder nos, multigravida and parity 3 (3 live births on ((B)(6) 2005,( B)(6) 2008, (B)(6) 2010). Previously administered products included for an unreported indication: mirena from 2008 to 2009 and pill from 2005 to 2007. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In february 2011, the patient experienced arthralgia ("knees pain"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches / head pain(throbbing right behind eyes)/head pain"), loss of libido ("loss of libido") and pain in extremity ("leg pain (90% of time it was a sharp pain in the knee of left leg.)"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain / back pain (lower back pain sharp stabbing pain)"), peripheral swelling ("leg swelling") and dizziness ("dizziness"). On an unknown date, the patient experienced abdominal distension ("bloating"), weight increased ("weight gain"), mental disorder ("psychiatric and/or psychological condition") and pain ("body aches"). The patient was treated with oral contraceptive nos, testosterone, ibuprofen, ibuprofen (motrin), surgery (hysterectomy), and physical therapy (massage therapy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension, back pain, weight increased, mental disorder, arthralgia and pain outcome was unknown and the abdominal pain, genital haemorrhage, headache, loss of libido, peripheral swelling, pain in extremity and dizziness had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dizziness, genital haemorrhage, headache, loss of libido, mental disorder, pain, pain in extremity, pelvic pain, peripheral swelling and weight increased to be related to essure. The reporter commented: she did not sought medical treatment for leg swelling, back pain, dizziness. She did not claim allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Essure confirmation test was not performed. Current weight: 240 lbs. Approximate weight at the time of essure placement: 180 lbs. Most recent follow-up information incorporated above includes: on 23-mar-2018: pfs and medical record received: the event essure confirmation test not done added. Reporter, lot number, concurrent condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida, parity 3 (3 live births on ((B)(6) 2005, (B)(6) 2008, (B)(6) 2010)), live birth in 2005, live birth in 2008 and live birth on (B)(6) 2010. Previously administered products included for an unreported indication: mirena from 2008 to 2009 and pill from 2005 to 2007. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced arthralgia ("knees pain"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping / labor pains; severe and persistent)"), headache ("headaches / head pain(throbbing right behind eyes)/head pain"), loss of libido ("loss of libido") and pain in extremity ("leg pain (90% of time it was a sharp pain in the knee of left leg.)"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain / back pain (lower back pain sharp stabbing pain)"), peripheral swelling ("leg swelling") and dizziness ("dizziness"). On an unknown date, the patient experienced abdominal distension ("bloating"), weight increased ("weight gain"), mental disorder ("psychiatric and/or psychological condition") and pain ("body aches"). The patient was treated with oral contraceptive nos, testosterone, ibuprofen, ibuprofen (motrin), surgery (hysterectomy) and physical therapy (massage therapy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, headache, loss of libido, peripheral swelling, pain in extremity and dizziness had resolved and the abdominal pain lower, abdominal distension, back pain, weight increased, mental disorder, arthralgia and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, dizziness, genital haemorrhage, headache, loss of libido, mental disorder, pain, pain in extremity, peripheral swelling and weight increased to be related to essure. The reporter commented: she did not sought medical treatment for leg swelling, back pain, dizziness. She did not claim allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Diagnostic results: essure confirmation test was not performed. Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Most recent follow-up information incorporated above includes: on 29-nov-2017: plaintiff fact sheet received. Events abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, dizziness, genital hemorrhage, headache, investigation noncompliance, loss of libido, mental disorder, pain, pain in extremity, peripheral swelling and weight increased are added. Historical condition & drug , concomitant condition and drug added. Patient, product and reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, and (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.